Event description:
It was reported that the patient's vns generator could not be interrogated and the physician did not believe that it was at end of service. Troubleshooting found that the batteries in the handheld programming systems wand appeared to be depleted however no replacement batteries were available to check a vns generator at the visit. A battery life calculation was performed that estimated the generator was likely at, near, or past end of service. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
.

Event description:
Additional information was received that he patient had a generator replacement. Battery replacement and eri-yes were marked as the reason for replacement. Good faith attempts for product return have been unsuccessful to date.